Manufacturer narrative:
Csi ID: (B)(4).

Event description:
Additional information was received that the oad total run time exceeded the investigator's brochure recommendation.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for user manual states that a perforation of vessels and vascular dissection are potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used to treat a 5.5mm, 90% stenosed, heavily calcified superficial femoral artery (sfa). Intravascular ultrasound (ivus) was advanced, followed by the viperwire advance guide wire and oad. The oad was spun for a total of 10 runs, 8 on low speed and 2 on medium speed. Angioplasty was performed to complete the procedure. A type a dissection was observed. The patient was stable and discharged on (B)(6) 2023. The physician noted the dissection was not associated with the oad. Additional information was received from the clinical event committee (cec). The cec reviewed procedural images and concluded that the diamondback 360 peripheral orbital atherectomy device possibly contributed to a major dissection and contributed to a perforation. No further information is available.